Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking and fell off event on 16-apr-2024. Patient was swimming and infusion fell off after swimming. No further information available.